Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received for evaluation. Evaluation status: 11 device evaluation is in progress. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had run-on; 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had run-on. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record.   Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.